Manufacturer narrative:
We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. The complaint is deemed unconfirmed; as no device was received within a reasonable time frame for the closure of the complaint. The complaint deems a smelly pump that didn¿t alarm for leak. The root causes for odor issues are due to 1) exudate pulled into the internals of the device due to misuse or, most likely 2) absorption of exudate gasses from the wound into the internal tubing of the device. To minimize the unpleasant odors from renasys go devices, it is recommended to replace the odor filter between each patient use and, if necessary, intermittently during a single patient¿s use of the device, depending on the type of exudates encountered if an odor becomes apparent or if it appears to be damaged. In regards to a pump not triggering a leak alarm after a possible leak detected, the most probable cause was that the system was maintaining negative pressure as a result of a blockage and a leak was not significant enough in order to trigger an alarm. A leak alarm will not be asserted until fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min at 80mmhg for more than 3 minutes. No other corrective action is needed at this time. A replacement was provided to the customer to continue with the therapy. The device is needed for evaluation in order to rule out a pump malfunctioning. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Smelly pump and did not alarm when there was a leak.